Manufacturer narrative:
The device has not yet been received by the manufacturer for further evaluation.

Event description:
It was reported that part of the arterial pressure line disconnected from the connection that it was supposed to be bonded to, near the transducer. The event was reported to have occurred during priming. There was no patient involvement, no patient harm, and no delay in therapy reported. No additional information is available at this time.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. Additional information d9 - device available for evaluation. Additional information g4 - PMA/510(k) #.